Manufacturer narrative:
(B)(4). Unit had no button response due to unlocked j2 keypad connector on the lcd/b.no button error alarm noted. Unable to test for failed battery test alarm due to no button response. Unable to perform the stop (idle) current test, run current test, a21 error test or displacement test due to no button response. Unit had scratched reservoir tube window and cracked reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment.

Event description:
Information received by medtronic indicated that the insulin pump had battery test fail alarm. They change battery and battery cap. It was no use. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.